Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the patient was not crossing over, and the station was not turning on. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that patient was not crossing over. The technical support specialist (tss) determined station was online and communicating. A gap was observed in the timestamps, and the station application restarted. The usb power features that turn off the device to save power were disabled. Log analysis confirmed there was no battery failure. The system functioned as intended after the technical support specialist troubleshot the device.